Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The patient's iliac arteries were reported to be excessively tortuous. A sheath was not used to advance the stent graft delivery system. It was reported that the excessive tortuousity in the patient's iliac arteries caused the graft cover to kink. The physicican attempted to deploy the stent graft; however, it would not deploy due to the kink. The device was removed from the patient and another one was successfully used to complete the case. No additional sequelae were reported and the patient is reported to be fine.